Event description:
Leaking at exit site. No other info provided at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of revj1537 showed (B)(4) other similar product complaint(s) from this lot number.